Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient began treatment with vancomycin (1 gram given once in 4 days intravenously (IV)) and fortum (1 gram given once a day IV) for the event of peritonitis. The patient's recovery status was unknown at the time of the report. The action taken with dianeal therapy was not reported. No additional information is available.